Event description:
It was reported that prior to a biopsy procedure, the packaging was allegedly open without sealing. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed mission biopsy kit was received for evaluation. During visual evaluation, the packaging was partially sealed leaving the bottom portion of the packaging unsealed, the device inside appeared to be clean and the device was returned in initial configuration with the cannula at the 00 mm position. Upon dimensional observation, both packaging length and packaging width was measured and their measurement was within the acceptable range. Due to the nature of the complaint, functional testing was not performed. One electronic photo was provided by the customer and reviewed. Photo shows the bottom portion of the package which was noted to be in unsealed condition and the side portion were noted to be in sealed condition. Based on the photo review, the reported failure unsealed device package issue can be confirmed. Therefore the investigation is confirmed for the reported unsealed device packaging as the bottom portion of the package which was noted to be in unsealed condition. A definitive root cause for the alleged unsealed device packaging issue was observed to be a manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025), g3, h2 h11: h6 (method, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the packaging was allegedly open without any sealing. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the packaging was allegedly open without any sealing. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided by the customer and reviewed. Photo shows the bottom portion of the package which was noted to be in unsealed condition and the side portion were noted to be in sealed condition. Based on the photo review, the reported failure unsealed device package issue can be confirmed. Therefore the investigation is confirmed for the reported unsealed device packaging as the bottom portion of the package which was noted to be in unsealed condition. A definitive root cause for the alleged unsealed device packaging issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.